Event description:
A physician reported following the intraocular lens implantation a scratch was seen on the optic side of the lens. The lens was then explanted and was replaced with another lens of different lot. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint lot search report reviewed; there are no other complaints for the reported lot. Root cause has not been identified. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with company device. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation a scratch was seen on the optic side of the lens. The lens was then explanted and was replaced with another lens of different lot. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint lot search report reviewed; there are no other complaints for the reported lot. Root cause has not been identified. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with company device. (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray inside the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is fully advanced outside the tip of the nozzle. The nozzle tip has a light stress. Iol was returned outside of the device in a plastic bag. Iol was returned in four segments. Solution is dried on the segments. The returned segments are scratched/fractured. Photo evaluation: photos provided shows iol implantation with company device. No concrete decision can be made on the iol position in the device for the advancement. Photos shows iol while unfolding. Many fold lines are observed. One of the fold lines appears to be in darker colour, which possibly is related to the reported complaint. Additional information: the complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated company device. The product investigation could not identify the root cause for the reported complaint "optic was seemingly scratched". Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement . This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The root cause may be related to failure to follow instructions for use, as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the device contributed to the event. The manufacturer internal reference number is: (B)(4).